Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation" and concern with the product. Healthcare professional confirmed deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, wear abrasion, a curved opening on valve bond edge, and brown particles on the shell. Leak test and microscopic analysis was performed which identified, a sharp opening on valve bond edge and partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening. Partial delamination of the valve assessed as adhesive failure.

Event description:
Device has been explanted.